Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2014-00951 and 1225714-2014-00952.

Event description:
Add'l info received noted that the pt's experience was sudden in nature. Approx four days later, the pt experienced another sudden cardiac event and expired the day after, which is alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00951 and 1225714-2014-00952.